Event description:
It was reported that the cva occurred prior to the patient's lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues related to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported. It was communicated that the patient had a cerebrovascular accident (cva); however, the account later clarified that the cva occurred prior to the implantation of the left ventricular assist device (lvad). The patient ultimately expired on 24jan2021. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation (refer to MFR. Report # 2916596-2021-01622). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. The patient's age at the time of the event has been estimated.

Event description:
It was reported that the patient had a cerebrovascular accident (cva).